Manufacturer narrative:
(B)(4). H6: health effect - clinical code ¿ e1020 vertigo diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 10/07/2024, the patient¿s tandem insulin pump receiver was reading low mg/dl. No bg meter comparison value was taken at this time. The patient was feeling nauseous and had vertigo. She called emergency medical services and once they arrived, the patient¿s bg meter reading was 158 mg/dl while the cgm was still reading low mg/dl. Emergency medical services provided the patient with an unspecified tablet under her tongue for nausea and then transported her to the emergency room. At the ER, the patient¿s bg meter reading was 150 mg/dl while the cgm was reading 250 mg/dl. The patient was treated with oral meclizine. The patient was discharged home later the same day; her bg meter reading at discharge was 156 mg/dl. No cgm comparison value was provided at this time. Once at home, the patient removed her sensor and replaced it. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid upon arrival of paramedics. No additional patient or event information is available.